Event description:
It was reported to philips the device failed the etco2 opcheck. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the etco2 module needed to be replaced to return the device to working condition. The rse advised the customer to replace the etco2 module. The device remains with the customer.